Event description:
The customer reported that the system would not produce fluoroscopic x-rays. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system was tested and found to have a monoblock x-ray tube that needs to be repaired. The system is now relocate. The customer will advise the MFR if they want to the system repaired.